Manufacturer narrative:
Upon additional information it was reported that two (2) units of one-link standard bore catheter extension sets (previously reported as one set) leaked around the IV connection/cuff site despite the distal end of each being seated securely. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set leaked from an unspecified location. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.